Event description:
It was reported that the mobile programmer lost connection with the mobile programmer application on two occasions during patient se ssion in an implant procedure. It was noted that the electrocardiogram (ECG) and electrograms (egm) were also lost during the implant. Back up pacing was turned on via the analyzer however was not required. It was further noted that connection to the mobile programmer was re-established via seamless pairing. Additionally, it was noted that dissatisfaction was expressed towards the loss of the electrocardiogram (ECG) and electrograms (egm) during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment of connection loss and electrocardiogram (ECG) and electrograms (egm) loss were confirmed. It was also determined that the mobile programmer crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.